Event description:
It was reported to philips that the battery was completely dead. The customer tried multiple times to charge the battery using an mrx ac module and a cadex charger but the attempts were unsuccessful. There was no patient involvement.